Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from the date of manufacture 06/04/2018 to the present date 10/19/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200266372 for failure in plunger force which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had been broken/ damaged. No patient involvement was reported.